Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Patient was wearing a pod on the skin for between 5 and 24 hours. Patient reported an alleged insulin leakage during pod use. Patient reported a subsequent blood glucose value greater than 25 mmol/l (450 mg/dl) and ketoacidosis with ketones of 2.9 mmol/l. Medical attention was sought on 11 may 2026 while patient was wearing the pod. Patient was hospitalized and discharged the same day. Patient did not receive any medical treatment. A supplemental report will be submitted if additional relevant information becomes available.